Manufacturer narrative:
(B)(4). Insulin pump received with detached, missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to detached, missing retainer. Unable to perform displacement test due to detached, missing retainer.

Event description:
Information received by medtronic indicated that the retainer ring was broke. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.